Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing of the returned sample. Functional testing was performed including pressure testing and clear passage testing, and it was noted that there was a leak from the hole in the tubing. The reported condition was verified. The cause of the reported condition could not be determined; however, it was potentially a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system continu-flo solution set cracked while clamping with the blue roller clamp which resulted in a leak of normal saline. This was identified while infusing secondary medication to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.